Event description:
It was reported that during an unk procedure, the staples malformed. It was not reported how the case was completed. No adverse consequences to the pt.

Manufacturer narrative:
Tracking # 456240-0. Date sent: 6/12/2006. A1,2,3,4; b3,6,7; d11: info was not provided. D4; h4,6: info anticipated, but unavailable at this time.